Event description:
It was reported that there was high threshold on the left ventricular (lv) lead. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 6949, implanted: (B)(6) 2006; product ID d274trk, implanted: (B)(6) 2010; imu49jb45 crdm non-defib lead, implanted: (B)(6) 2002. (B)(4).